Event description:
No death reported. Customer reported the compact plus system gave a result of 300 mg/dl at a time when she was symptomatic of hypoglycemia. Customer did not treat based on the compact plus result; husband took her to the hospital ER. Hospital meter result 20 minutes later was 13 mg/dl. Customer treated with IV, discharged same evening. Customer stated that the compact plus system passed controls after she got home. Customer also reported her compact plus system displays "err5", which is not a specified display of this system. Also stated all segments of result display field are missing, then reported that system control results were within range. A request was made for the return of the system and a replacement was sent.